Event description:
Customer complaint - limited data available. Customer complained of device shorted out and produced smoke and a large spark, causing customer to be burned.

Event description:
Customer complaint - limited data available customer stated that the device shortened out and produced smoke. A large spark caused the customer to be burned.